Event description:
(B)(4) is the initial importer/ distributor of this device private labeled for (B)(4). End-user used shower chair in shower. The chair legs bent out and collapsed while end-user was seated on the unit. Paramedics were called by spouse. The shower door had to be removed to extract patient. End-user was taken to the hospital and was admitted with bruising and thrown back.